Event description:
It was reported by the patient's legal representative that the patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently the patient reported pain and mobility problems. MRI scan in 2012 confirmed the presence of a pseudotumor and blood tests in (B)(6) 2012, confirmed elevated metal ion levels. Revision procedure was performed in (B)(6) 2013. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - march 2013 (exact date unknown). Explant date - march 2013 (exact date unknown). Initial reporter - unknown. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. This is 2 of 2 MDR reports submitted for the same event. Also see: 3002806535-2014-00067